Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left superficial femoral artery (sfa) and iliac artery using an indigo system aspiration catheter 8 (cat8) and non-penumbra sheath. It was reported that the patient had a stent placed in the left iliac artery. During the procedure, the physician advanced the cat8 into the sfa and torqued the cat8 several times to aspirate the clot. It was also reported that the physician experienced resistance while torqueing the cat8 in one direction and experienced resistance while torqueing back the other direction. Subsequently, the cat8 became fractured and approximately 12 centimeters of the cat8 distal tip broke off. Therefore, the physician used a snare device to remove the fractured piece of the cat8. The procedure was completed using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.